Event description:
Patient reported that pump would randomly shut off when operated manually, which was described as a malfunction in an email to technical support. Customer declined follow-up, and no event date was provided. There was no adverse impact to customer's blood glucose level. Cts documented the issue and planned to set the shutdown event date to the report date before closing the case. Customer was in the process of obtaining a new pump.